Manufacturer narrative:
The device was returned to the regional repair center. The repair evaluation confirmed the customer¿s reported issue, when connecting the device to the video processor no image was displayed due to a defective camera cable. A deep cut on the insulation sheath was found. Additionally, the charged coupled device (ccd) sensor was also defective. The device was placed into service in november 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus (odk) was informed by the nurse at the user facility that the customer high definition autoclavable camera head had ¿no image, black screen¿ during procedure. There was a delay but nothing that had an impact on the patient. The procedure was completed successfully. No death, injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to a faulty charge-coupled device (ccd) cable. Olympus will continue to monitor the field performance of this device.